Event description:
It was reported that the patient was experiencing inadequate and loss of simulation due to lead migration. The patient underwent a revision procedure wherein the lead was repositioned, the patient was doing well postoperatively.